Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. The pads on the electrodes were removed. Fiber remains from pads and dried gel deposits were observed on the electrodes. Continuity test found an open circuit across r1, r2, l1, l2, cb and CT electrodes. The sensor was returned used. Functional testing could not be performed since the sensor is intended for single-patient use; the integrity of the sensor (gel; contacts; etc.) Is broken once it is removed from patient use.

Event description:
The customer reported the sedline sensor couldn't be well detected and proper psi couldn't be detected also. No patient impact or consequences were reported.